Event description:
It was reported that during pre-testing the foot control device had a damaged plug. According to the report, the plug was "out of round shape, and could not be seated into the control console port". The device was not being used in surgery. There were no delays in any planned surgical procedures as a spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition was duplicated and confirmed. Evidence indicated this was due to improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).